Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member said the device keeps turning off by itself. The patient will stop feeling stimulation and reports that the patient is at 6.3v. It was reported that the patient doesn't feel anything, but stimulation is on. No further patient complications have been reported as a result of this event.